Event description:
The user facility reported that the angio-seal device came straight out of the stick site upon deployment. The access sheath used was 6 french and was inserted with a single wall single stick access. There was blood return on the arteriotomy locator on both movements of the location step of deployment. Upon pulling back to place the angio-seal, the entire product came out of the access site. Manual pressure was applied, and the patient was stable. Minimal blood loss was noted. The blood loss was less than 250cc's. The procedure was successful. There was no patient injury or surgical intervention required. Additional information was received on 31 mar 2023: the procedure performed was a left heart catheterization. A pre-deployment angiogram was performed. It was reported that there were no problems with access, sheath, guidewire, or catheter insertion. The patient had multiple procedures in recent years through the same access site.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: registered technician (rt). H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record cannot be reviewed as a valid lot/serial number was not provided. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fasilure mode and effects analysis (fmea).